Event description:
It was reported that the implant was explanted due to an infection. The complaint was opened upon receipt of the explant. This device had been sent to the surgeon to carry out the re-implantation of the pt, see MFR report 9710014-2007-00145. Everything went ok with the surgery which was carried out in 2007. After two days, the surgeon called while in the operating room with the same pt. He was about to start an intervention since the child had an infection in the area of the implant. He asked if he could use another implant. Due to the urgency. It was agreed that he could exchange the implant. However the surgeon was informed that he should write a report explaining the case. Unfortunately, despite being contacted several times, the report so far has not been received.

Manufacturer narrative:
The device has not been explanted and has been returned, where it will be evaluated. When available, a device analysis will be submitted as a follow-up report.